Event description:
Caller reported patient's infusion set separated at the luer lock tubing connection causing elevated blood glucose (529 mg/dl). Caller indicatd that patient changed the infusion set and administered a bolus ot correct the blood glucose levels. Caller indicated that medical assistance was not necessary to address this issue.